Event description:
It was reported that, while cutting the femur during a cori-assisted ukr on exposure mode, the burr over resected part of the bone resulting in a 3mm deep hole on the medial side. Surgery was completed, after a non-significant delay, with the same device. The surgeon used cement to treat the over resection. The cori console was confirmed to be generating accurate data. Patient's current health status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. The clinical/medical investigation concluded that based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. Although the product was not returned the software files were downloaded from the device and provided for investigation. The over resection was confirmed with the screenshots provided. The most likely cause of this issue is related to the angle of burr in speed control of the tibia which could have hit the femur due to the tight flexion, or bone removed manually resulting in an over resection of the bone. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.